Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, gas leaked from the device. There were no adverse consequences for the patient. No devices will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.